Manufacturer narrative:
(B)(4). A system error (se) 2240 was identified during a review of a returned homechoice (hc) device with occurrence date 9/18/10 during initial drain. There was no report for this alarm called in by the customer. There is no evidence that problems with the hc contributed to the se 2240. The cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 was found in the alarm log of the homechoice (hc) device during evaluation.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.